Event description:
Hair found in packing not sterile. Package not opened. Event occurred during surgery, but caused no delay over 30 minutes; another package of the same device was opened to complete surgery. No adverse consequences for patient.

Manufacturer narrative:
The lot code provided was 82-1670. The production records for this lot were reviewed and no non-conformances were found. Qty 49 release date november 3, 2014. The returned product was re-inspected and did not pass the visual and tappi inspection requirements. A hair/fiber of approximately 20mm long was found in the blister. A complaint search was performed for the last 2 years. In addition to the current complaint, there were no other similar complaints that have been recorded for foreign matter in blister for product code 82-1670. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.